Manufacturer narrative:
The device trained customer reported the suspect device/component will be re-worked with a replacement uim. However, no uim component is available for analysis. In the event that the uim is received for evaluation or additional information is received, a follow-up report will be submitted.

Event description:
The customer reported the user interface module display suddenly turned black, while in use on this ventilator device. However the device continued to ventilate and the patient was placed on an alternate device. The customer stated no known information on patient impact regarding this event.